Manufacturer narrative:
(B)(4)

Event description:
It was reported during implantation of the lead, the screw of the lead could not be properly removed. The lead was not used and a new lead was implanted instead without problems.